Event description:
It was reported that the customer had a differences between sensor glucose readings and blood glucose readings. Customer stated that her pump kept alarming last night and saying that her glucose level was low, but she was not. Customer reported that she is pregnant and discussed trying to find a different site for the sensor. Customer's blood glucose level was 7 mmol/l and 6 mmol/l. Customer's sensor glucose reading was 5 mmol/l and 8 mmol/l. This is 0 and 1 point outside of what is recommended. Customer will try a different site for her sensor and will call back on monday if she continues to have problems. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.